Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed, to deliver an unspecified concentration of ropivacaine and fentanyl, a 100ml container size, via epidural route and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the patient reported having pain. The physician was notified. The patient was treated with 2 unspecified bolus doses of medication via the epidural route and the delivery was continued. After an unspecified length of time, the nurse reported the device alarmed almost empty container; however, the container was full. At that time, it was noted the display indicated that 88ml had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device and tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.92ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated on (B)(4)2011 at 1238, the device was programmed for continuous+bolus delivery in ml, with a 14ml/hr rate, a 8ml bolus dose, 20 min. Bolus lockout, a 110ml 4/hr limit, 95ml container size, and the delivery was started. Between 1428 and 1646, there were four 8ml patient initiated deliveries and 3 unmet patient demands. Between 1653 and 1654, an almost empty container alarm occurred, silenced, infusion was stopped, a new container was indicated and delivery was started. Between 1655 and 1713, there was one 8ml patient initiated delivery and 2 unmet patient demands. At 1714, the delivery was stopped and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).